Event description:
Account contact reports: skin irritation around the wrist and knuckles develops within a few days of wearing the gloves on and off all day. The irritation resolves after a day of not using the product.